Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high trough tobramycin (tob) result generated by the unicel dxc 600i synchron access clinical systems.the initial tob result was ">12ug/ml".the sample was diluted, and the true value was determined to be "<0.5ug/ml".treatment was not initiated or withheld, as the false high result was not released.

Manufacturer narrative:
The lab could not reproduce the false high result with this sample.per customer, all other results and qc have been within specifications.the customer declined service, believing the event was isolated.based on the information provided, the root cause cannot be determined. A malfunction will be assumed for the purpose of this report.